Manufacturer narrative:
The power plug and cord involved in this incident were replaced and disposed of at the customer site. Therefore, a failure analysis of the failed power cord could not be performed. No additional damage resulted from this event. Safety tests were performed to verify the solution and the system is currently in use without further issues.

Event description:
A customer reported an ie33 ultrasound system power cord caught fire at the wall outlet. There was no injury or clinical use associated with this event.